Manufacturer narrative:
No medical records were provided; however, images were provided to the manufacturer so an image review will be performed. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately twenty one months post stent implant an in-stent re-occlusion was allegedly identified in the left leg sfa, requiring one day of hospitalization or extended hospitalization. Patient was hemodynamically stable at the conclusion of the procedure and recovered.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No additional complaint has been reported for this lot number previously. Investigation summary: evaluation of x-ray images from the day of the initial stent placement as well from the day the reported re-occlusion was identified. Based on the images provided, no indication was found that an irregular stent placement or a defect of the placed stent may be correlated to the reported in-stent restenosis. Therefore, the investigation was closed with inconclusive results. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently addresses this potential risk by indicating that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. Furthermore the IFU closely describes the stent placement by stating: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) With distal end of the stent apposing the vessel wall, final deployment can be continued with the following methods: continue to rotate the thumbwheel (...), (...) Place your finger in front of the deployment slide and slide it from the distal to proximal end (...) ; (.. ) peel the circular ring from the handle. Pull the rapid deployment ring towards the proximal end of the handle to achieve complete stent deployment." The IFU also mentions balloon pre and post dilation:"predilation of the lesion should be performed using standard techniques." And "post stent expansion with a pta catheter is recommended." The product catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The 510 k and pro code for the lifestent vascular stent products is identified. (B)(4).

Event description:
It was reported that approximately twenty one months post stent implant an in-stent re-occlusion was allegedly identified in the left leg sfa, requiring one day of hospitalization or extended hospitalization. Patient was hemodynamically stable at the conclusion of the procedure and recovered.